Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the system overheated, the unit was immediately swapped out for another unit to continue therapy. There was no injury reported.

Manufacturer narrative:
E1(site country, event site postal code - (B)(6), event site state - (B)(6)). A getinge field service engineer (fse) was dispatched to investigate the issue. To fix the issue, the fse replaced the pim assembly and performed a test run overnight. At midnight, the unit showed the system over temperature again. The fse then replaced the scroll compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.